Event description:
It is alleged that when the scalpel/electrocautery instrument was pulled out the round cautery hook was missing. It was reported that an x-ray was taken and the round cautery hook was then seen inside the pt. The pt was reportedly opened with a small incision and the round cautery hook was removed. It was reported that there was no injury to the pt.